Event description:
(B)(4). The dealer reported that the rpl600-2 bariatric lift digital scale was logging off without command. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl600-2, serial number/date code is unknown. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). This is a non reportable event. The digital scale that was attached to a (B)(4) patient lift was shutting off. This is an accessory for the lift, not a vital component. No potential for injury.